Event description:
It was reported that the right ventricular (rv) lead threshold and impedance increased. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. On 2014-(B)(4), rv bipolar lead impedance measured 1032 ohms and has been variable and rising. Analysis of the device memory indicated a lead impedance out of range alert. Rv lead impedance warning occurred 2014-may-15 for out of range impedance reading.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).